Event description:
It was reported that physician noted post-paced t-wave oversensing through merlin.net transmission. During first follow up, programming changes were made and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.